Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in to pyxis production. A technical support specialist had tried to log in to the server. No issues were found with the website, and it was confirmed that the information technology team had been able to solve the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to log in to pyxis production. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.